Event description:
It was reported that the touchscreen stopped working. It was unknown how the issue was found, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b.5: the service engineer (se) reported that the touchscreen stopped working. The se replaced the touchscreen to resolve the issue. The system meets the specification for the performed service and is returned to use. The device was being set up for use when the issued occurred. No patient or user harm was reported.

Manufacturer narrative:
The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Failure analysis was performed; resistance measurements and resistance ratio are out of specification. The customer complaint of touchscreen out of specification was confirmed. Faults were found on this returned touchscreen.